Manufacturer narrative:
The reported complaint of "saline bags emptied out while using the icy catheter (lot # 153887)" was confirmed during functional testing. During investigation at zoll circulation, a leak from the catheter's shaft was observed, confirming the customer complaint. The root cause of the reported complaint was due to a small sharp cut, measured to be 1 mm lengthwise. The cut was located in the area of the catheter length markers, 6 cm away from the distal end of the manifold. It is likely that the cut on the catheter occurred while the catheter was being sutured to the patient with the manifold tabs. The suture needle or other sharp tools such as a scalpel may have accidentally cut the catheter shaft, attributed to user error. Visual examination of the returned icy catheter was performed and found no physical damage to the catheter. Blood residue was observed in the proximal luer tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a leak on the catheter's shaft was observed; thus, confirming the reported complaint. During further functional testing, the returned icy catheter was inspected under a microscope, and a small sharp cut of 1 mm in length was observed, located 6 cm away from the distal end of the manifold. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot number 153887. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
The thermogard ivtm system was used for therapeutic hypothermia. An icy catheter (lot # 153887) was inserted into the patient's right femoral vein with no unusual resistance noted. During the cooling phase of the treatment, the thermogard xp ivtm system generated an "air trap" alarm, and it was noticed that the 500-ml saline bag was empty. The saline bag was replaced, and the treatment resumed. After an unknown amount of time, the second 500-ml saline bag was also noted to be empty. There were no traces of fluid observed on the patient's bed, floor, or console. There was no blood tinge in the suk tubing. The user replaced the saline bag again, and the treatment continued with the same catheter. The user expressed uncertainty as to whether there had been any saline infusion into the patient's bloodstream because of the reported issue. No device malfunction was reported on the thermogard console, and after the second saline bag was replaced, the treatment was completed successfully with the same console. No consequences or impact to patient.